Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "shared removed from the patients eye." (Foreign body, removal of). Product problem(s): "blade shard" (foreign material present in device). The customer reported that a shard piece of the surgical blade entered a patients eye. The piece was removed and the pt was not impacted. Add'l f/u info has been requested.